Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken rear case, broken front case, broken left and right handles, r054 split nut recall completed (replaced carriage block), bent tube driver, cracked barrel clamp, cracked internal frame, corroded left and right iui's, contaminated module latch, cracked lens. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to wear of the syringe rear case. A review of the device history record showed the device had a manufacture date of 13mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. There is damage to the front case, rear case and handle. No additional information was provided. There was no patient involvement.